Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that this thing wasn't working. It was stated that the patient felt stimulation very, very little.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the device was "not helping at all" and the patient went to their healthcare provider (hcp) three times and still no change. The patient was referred to the manufacturing representative for possible program change. Additional information received from the consumer reported they "immediately" noticed the "never did work." The patient was the same as before surgery and was still leaking. The patient changed doctors or settings, but the issue did not resolve yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient did not know what circumstances lead to the reported issue and confirmed that she noticed that the interstim not working immediately. The patient saw another health care provider (hcp) and reported she thinks the issues have been resolved.